Event description:
Patient implanted at t12 with synex after corpectomy and posterior fixation from t4 to pelvis returned to surgeon. A non-synthes rod broke at the level of t12 implantation, synex cage was dislodged and tilted in an anterior/posterior orientation. There were indications of erosion at inferior endplate of t11 and superior endplate of l1. Synthes and non-synthes hardware were removed and replaced with non-synthes hardware from t2 to pelvis and a harms cage.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and not lot number was provided. A device history record review will be requested.